Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were no other discrepancies. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler can't turn on during power up. Patient was connected during incident. Display was blank. There was not a power outage and there was not an outlet issue. Patient stated remembering the cycler being on the last phase. The patient said the screen was dark and stated that it was still plugged in. The patient tired to flip the switch off and back on but nothing happened. The patient tried a different outlet and it would not come on and nothing lit up. Power cord was securely plugged in. Patient switched cycler on and there were no lights on the stop, ok and up/down keys. The reported issue was not a result of the supplies. Patient also reported that the cycler powered down during unknown phase/cycle of dialysis. Display was blank, there was not a power outage neither an outlet issue. Power cord was securely plugged in and power switch was in the on position. The technical support representative advised that the cycler would be replaced due to can't turn on cycler and advised patient to contact pdrn to inform of replacement. The cycler will arrive with default settings. Patient was advised to discontinue use of this cycler. There was patient involvement however there was no harm or adverse event reported. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.